Event description:
It was reported the patient with the cvc was moved from intensive care unit to normal ward. In takeover, the nurse noticed immediately that a cvc "leg" was severed. This information was provided via the competent authority.

Manufacturer narrative:
(B)(4). Sample will not be returned.